Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said since maybe august or september, they had been having trouble with their ins not 'playing correctly'. The patient clarified that the ins battery didn't seem to be holding up, said the battery seemed to die out quicker before needing to be recharged, and right where the ins was would get really sore and the patient would feel pain from the ins itself. The patient also said sometimes the ins would send little zings from there to their back. The patient then said they were starting to have the same cramping issue happen as they did before the total revision in 2011. The patient said they were just starting to feel the cramp in their upper arm, so they went to their healthcare provider (hcp) about it before the issue got worse. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.